Event description:
Boston scientific received info that the right ventricular (rv) lead was thought to have dislodged. The r-wave measurements at implant were 12mv and decreased to 5-6mv. Double counting was also thought to have been observed. Impedance measurements decreased from 700 ohms to 580 ohms and ventricular loss of capture was observed. The pt implanted with this device system was reported to have either an underlying rhythm or good enough conduction, as no pauses in pacing greater than two seconds were observed. A chest x-ray was recommended to be performed. To date, no adverse pt effects were reported as a result of this clinical observation. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.